Event description:
The lay user/ pt contacted lfs alleging that there were black marks on his display one touch ping meter. The pt does not recall the date of when he first noticed the issue; however, claims it was on a friday around 1:30. The pt did not exhibit any symptoms; however, due to the black mark on the display, he ate more food and drank more fluids. The pt denied seeking any medical attention or contacting his physician. The pt also denied any meter trauma. The meter is not a new product (out of box). The pt's meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported due to the black marks on the meter display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and info the FDA of product(s) that do not pass inspection in a supplemental report.